Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source is not working, and image does not come on when connected to the 190 series scopes; the scope is not being detected. It is indicated that there is no procedure, and no patient involved. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.